Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the lack of image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had no image and there was no error code. The issue was found during preparation for use of an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found the no image was due to damaged kinked camera cable failure. When the camera head was connected to the otv-s190 processor, there was no image present. A known working cable was fitted to the camera head and the image reappeared. Water leakage failed due to leaking cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.